Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was successfully removed on (B)(6) 2019. The user was treated with antibiotics no further follow up from the user was possible.

Event description:
On december 21st 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.